Event description:
Ref imp number: (B)(4).

Manufacturer narrative:
Document review: evolis cemented tibial baseplates size 2- ref (B)(4)/lot 125621 (22 items produced). All parameters were found to be in accordance with the specifications valid at the time of MFR, including washing and sterilization cycles. Thirteen tibias belonging to this lot have been already implanted and no other incidents had been reported up to now. From the data collected, we do not have evidences that the event is device related. The situation is still under eval by the surgeon and a follow up will be submitted, if necessary.